Event description:
It was reported that a merlin.net transmission showed an outlier value that was collected but was a single low value slightly below eri. Patient did not receive any patient notification. Subsequent measurements were all in range. Patient monitoring will continue with regular follow ups.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.